Event description:
It was reported that following a bilateral iliac angioplasty, the blue outer sheath of the biliary stent catheter became detached. After deployment, through the left femoral artery, some friction was experienced when the catheter allegedly got caught up in a stent in the right iliac. The blue outer sheath of the catheter detached from the hub resulting in an elongated stent. The physician stated that this compromised the interstices. No patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned and the investigation is currently underway. This application represents an off-label use for this device. The current information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.